Manufacturer narrative:
Weight: around 160 lbs. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot number combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device involved was clicked back to set the footplate; however, the entire device came out when it was pulled back. The patient was a stroke patient. The tech cut the sheath to ensure the foot plate was not left in the patient. The procedure performed was a thrombolysis in cerebral infraction (tici 3) via 8 french procedural sheath in the right femoral artery. The patient lost dorsalis pedis the following day; however, the patient was doing fine. The patient had a large hematoma. The estimated blood loss was less than 250cc's. Manual compression was held. The event occurred post-treatment. No surgical intervention was required. The equipment or other devices were used with the device involved.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One (1) 8 fr angio-seal vip was returned for product evaluation. The returned sample included the carrier tube, hemostasis sheath, and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and in the fully rear-locked position. The suture anchor and collagen were received fully deployed. The cut was identified at the distal tip of the device assembly. The anchor, suture, collagen, and tamper tube were visible. No other signs of damage or deformation to the device were identified. Functional testing was unable to be performed due to the condition of the returned device. The complaint was able to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).